Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded. No blood was visible on the returned iab catheter.an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 19.1cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d1, d4(version or model #, catalog #), unique identifier (UDI) # no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1(event site name), h6 (type of investigation). E1: (B)(6) hospital.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (medical device ¿ problem code, investigation conclusions). Due to character limitation in block e1: event site name: changsha county people's hospital event site address: no. 739, teli east road, changsha county event site telephone: (B)(6).

Event description:
N/a

Event description:
It was reported by customer that during insertion of the iab catheter, blood was found in the tubing.then the catheter was pulled out and a new one was inserted." There was no injury or harm reported to the patient.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). E1 (event site address): (B)(6). E1 (event site telephone): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).